Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-05307. On (B)(6) 2015, the patient underwent a permanent implant procedure. During the procedure, the doctor attempted to implant two leads. The doctor experienced difficulty removing the stylets after the leads were placed due to them being stuck. As a result, the doctor removed and replaced both leads. In turn, the procedure was extended by an hour but was completed successfully.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-05307.